Manufacturer narrative:
H3: product analysis of product#: nav4680003; lot#: em21h056. Visual and optical inspection confirmed the inner shaft of the interbody inserter has broken at the locking of the inner shaft. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who had unknown spinal therapy. It was reported that the trial threads were stripped and inserter inner stylet was broken. The patient was died in this event and the cause for death is unknown and no further complications were reported. Additional information was received via manufacturer representative that the patient death was not due to reported products malfunction. Additional information was received via manufacturer representative that pre-op diagnosis was stenosis and procedure involved in the event was lateral interbody fusion. Additional information was received via manufacturer representative that the death did not occur intra-operatively during use of the trial. Patient coded during a different stage of the procedure. Medtronic instrumentation was not being used. Additional information was received via manufacturer representative that bleeding occurred at anterior portion of the case and was not due to medtronic products.